Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported the pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter states that the pt was hospitalized when the pt became every ill with vomiting. Upon admit, her blood glucose was >500 mg/dl. She was diagnosed with diabetic ketoacidosis and was treated with insulin and IV fluids. The device should be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.